Event description:
A doctor reported a leaking cassette with chemotherapy. The leak appeared approximately 10 hours into the infusion on day 3. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
Based on the initial report that the cassette had been used to infuse approximately 2117 ml (2.1 liters), it appears that the suggested practice that the cassette should not be used for more than 2 liters, as stated in the clinician manual was exceeded. In 2007, a retrospective audit of complaint files was conducted for complaints associated with leaking cassettes, where the device was being used for the administration of chemotherapy drugs. Since there is the potential for serious side effects from the exposure of some chemotherapy drug agents to unprotected skin, it was the opinion of our clinical review board to identify a cassette leakage where chemotherapy drugs were involved as an MDR-reportable incident.